Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to infection. A washout was performed and a 3x9 insert was exchanged for a 3x10 insert. Rep provided revision usage and confirmed that no further information will be released by the hospital or surgeon.